Event description:
A customer reported to olympus that the evis exera iii colonovideoscope had too much pressure in the air/water channel during automated endoscope reprocessor (aer) treatment. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with a dark rubbery material due to insufficient cleaning. The customer stated reprocessing was not completed onsite.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle of the insufflation channel was clogged with a dark rubbery material, due to insufficient cleaning. The customer stated reprocessing was not completed onsite. In addition, bending angulation was out of specification. The bending section cover glue was worn out. The plastic distal end cover was damaged. The light guide bundle was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material (black rubber-like material) clogging the air/water channel could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted/completed at the facility prior to it being sent to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.